Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (monitor will not stay powered on) has been confirmed. Upon eval the battery connector (j1) on the defibrillator board was found to be damaged, preventing the monitor from recognizing a battery. The root cause of the damaged battery connector cannot be positively determined but was likely due to excessive force when the battery was mated with the monitor. No adverse event resulted from the damaged battery connector. The pt received a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor will power on when she puts a battery in but shuts down shortly after. The pt was issued a replacement monitor.